Manufacturer narrative:
For the reported event, a ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The bellows housing was replaced to resolve the reported issue.

Event description:
This report summarizes 1 malfunction event. A review of the event indicated that model 1009-9050-000 anesthesia gas machine experienced a damaged bellows housing and lost the ability to mechanically ventilate. This report was from a single source. This event did not involve a patient.